Manufacturer narrative:
S/w version = 4.11j. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, frozen screen, unexpected battery power loss, pump error 68 and exposed to moisture found on 08-apr-2023. Unit passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed sleep current test due to high current caused by moisture damage on the electronic assembly. No blank display or frozen screen noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing. Verified pump alarmed pump error 68 on 04/07/2023 at 15:05:04.000. Verified the pump alarmed pump error 53 in pump downloaded history on 04/07/2023 at 15:30:29.000 with line number = 304 and file number = 26 and pump error 54 in pump downloaded history on 04/07/2023 at 15:05:01.000 with line number = 191 and file number = 32149 due to hardware error. Verified the pump alarmed pump error 63 variable 15 in pump downloaded history on 04/07/2023 at 15:05:02.000 due to two wire interface programming error. Pump alarmed pump error 63 variable 15 due to a hardware error. Pump alarmed pump error 37 on 04/07/2023 at 15:16:33.000 due to moisture damage on the motor. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Blank display and frozen screen were not observed during analysis and passed all required testing. Blank display and frozen screen were not confirmed. Unexpected battery power loss confirmed due to moisture damage on the electronic assembly. No unexpected pump error 68 was noted during testing. Pump error 68 was not confirmed. Pump exposed to moisture confirmed on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Pump error 53, pump error 54 and pump error 63 were confirmed in pump's downloaded history due to hardware error. Pump error 37 confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported trace pointers are invalid (pump error 68). Troubleshooting was performed. The customer replaced the battery and got a blank display and the pump was exposed to moisture. The customer was called back after installing a new battery and monitored the pump for 2 hours and frozen display had recurred. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the insulin pump and will be returned for analysis.